Event description:
Customer reported an abo discrepancy on galileo.

Manufacturer narrative:
Review of the images from the customer's instrument showed that the sample was processed; some reagents did not appear to have been added to the samples. There appeared to be carry over into the well; the anti-d well was clearly yellow. A sample addition pipettor error message was present. On the same testing run, other samples had invalid results. Customer stated that they have not had additional problems with invalid results and the instrument is working as expected. The event appears most likely to be due to an air bubble(s) in the pipettor line and was resolved once the line was cleared. Customer did not send sample for further testing.